Event description:
It was reported that the patient drained the leg bag, but some urine remained in the tubing. Representative advised that the tubing was in a straight fashion and below the level of his bladder. Explained system will get air lock from time to time due to the fact there was no vent in the leg bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd tapper of the connector. To empty push green lever on flip flo valve out and down."

Event description:
It was reported that the patient drained the leg bag, but some urine remained in the tubing. Representative advised that the tubing was in a straight fashion and below the level of his bladder. Explained system will get air lock from time to time due to the fact there was no vent in the leg bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient drained the leg bag, but some urine remained in the tubing. Representative advised that the tubing was in a straight fashion and below the level of his bladder. Explained system will get air lock from time to time due to the fact there was no vent in the leg bag. Per mail received on 10jul2023, it was determined that the vapor lock described in this complaint occurred after draining urine out of the bag and not into the bag.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.